Event description:
The healthcare professional reported that the patient who has been hospitalized twice previously due to cerebral hemorrhage underwent a mechanical thrombectomy procedure that targeted an occlusion in the right internal carotid (ic) top to the right m1 segment of the middle cerebral artery (mca). The procedure was performed via the combined technique using a 5mm x 37mm embotrap iii revascularization device (et309537 / 23l089av) and an axs vecta 46 intermediate catheter (stryker). The thrombus occluded the right ic top near the right m1 segment. A guidewire and microcatheter (unspecified brand) were delivered and crossed the lesion and continued to advance up to the right m2 segment. The embotrap iii device and the axs vecta 46 were delivered and the embotrap iii was deployed. The microcatheter was removed first and then the thrombus was withdrawn with the embotrap iii and the axs vecta 46. Angiography confirmed that the thrombus remained at the ic top, prompting a second pass using the same system set up. The guidewire and the microcatheter crossed the lesion of the thrombus and reached the m1. The embotrap iii device and the axs vecta 46 were delivered and then the embotrap iii was deployed and the thrombus retrieved. Angiography confirmed that an approximate mtici score of 2b was achieved. The thrombectomy was completed and the whole system (all devices) were removed. Treatment was considered completed. A hemorrhage from the left internal carotid artery (ica) was observed, which was on the opposite side of the treated vessel (the thrombectomy was performed on the right ica). The patient subsequently expired. The physician commented that the patient had been twice hospitalized previously due to cerebral hemorrhages, and the blood vessels were prone to rupture. ¿the blood pressure in the entire cerebral vessel might have increased due to the manipulation of the devices (microcatheter, stent, aspiration catheter) during the thrombectomy, and this could cause the hemorrhage from the vessel even though at the opposite vessel which did not directly contact with the devices. Also, further hemorrhage might have occurred due to the intravenous heparin. Rather than the effect of the embotrap iii itself, the thrombectomy procedure put a certain load to the cerebral vessels, and the hemorrhage might have occurred. The thrombectomy procedure itself was completed, but the outcome was regrettable.¿ on 16-oct-2024, additional information was received. The information confirmed two passes were made with the embotrap iii device. On 21-oct-2024, additional information was received. The date of death was (B)(6) 2024. The patient¿s official cause of death was due to brain hemorrhage. The information indicated that details related to whether there were any excessive vessel tortuosity or acute bends in the target vessel could not be obtained, but ¿the thrombus retrieval was performed smoothly.¿ there was no device performance issue related to the embotrap iii device such as withdrawal difficulty during the procedure. No further information is available.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6) . The initial reporter email address was not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23l089av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. On (B)(6) 2024, this complaint was thoroughly discussed with the senior medical safety officer (mso). Per the mso, there is a possibility that the stress of the procedure on the cerebral circulation could affect pressure, as the physician stated. However, it is very unlikely that the procedure itself was the trigger for a cerebral hemorrhage in the contralateral side of the treatment. Therefore, the device nor the procedure caused or contributed to the death of the patient. Per the assessment from the senior medical safety officer (mso), received on 16-oct-2024, although there is a possibility that the stress of the procedure on the cerebral circulation could affect pressure, it is very unlikely that the procedure itself was the trigger for a cerebral hemorrhage in the contralateral side of the treatment. Based on this information, the device nor procedure caused or contributed to the event of a hemorrhage. Further, there were many external factors beyond the use of the device that would lead to the bleed, including the patient¿s susceptibility for vessel rupture (as the patient had a history of two cerebral hemorrhages) and the administered intravenous anticoagulation medication (heparin). This complaint was thoroughly discussed with cerenovus senior medical affairs director and neuro-interventionalist, dr. (B)(6), on (B)(6) 2024. Per the senior medical director, the event has no correlation with embotrap iii device. In addition, increased blood pressure from device manipulation within the vessel is not seen in usual neurointerventional procedures. Blood pressure rise is, however, a common phenomenon seen in stroke patients, as this is a normal compensatory mechanism to overcome ischemia resulting from the index stroke event. Per the additional information received on 21-oct-2024 and the assessment from the cerenovus senior medical director, received on 18-oct-2024; it was confirmed there was no device performance issue related to the embotrap iii device during the procedure, such as deployment or withdrawal difficulty, and the thrombus retrieval was performed smoothly. As explained in the referenced medical literature, the exertion of abrasive forces by a stent-retriever on the endothelium is a known occurrence during thrombectomy procedures; however, these forces are exerted in a circumferential and linear pattern. Mechanical disruption of vessel wall integrity by the use of the embotrap iii device would follow this characteristic pattern, and a hemorrhage would be observed at a closer site to where the devices was used, i.e., the right internal carotid artery or right middle cerebral artery. The notion that the device caused or contributed to a hemorrhage on the contralateral side of the treated vessel is not plausible. Further, an increased blood pressure during/after stroke is related to the body¿s normal defense mechanism to overcompensate for lack of blood flow and is needed/sometimes medically facilitated (permissive hypertension guideline: systolic > 140 to 180 mmhg), as it¿s associated with better outcomes for stroke patients (see referenced literature). Based on the assessment of the senior medical director, the reported increased blood pressure within the cerebral circulation would be attributed to the patient¿s baseline injury/stroke and there is no correlation between this event and the used device nor procedure as a contributing factor. References: de georgia m., bowen t., duncan kr., chebl ab. Blood pressure management in ischemic stroke patients undergoing mechanical thrombectomy. Neurol res pract. 2023 mar 30;5(1):12. Doi: 10.1186/s42466-023-00238-8. Pmid: 36991520; pmcid: pmc10061853. Katz jm, hakoun am, dehdashti ar, chebl ab, janardhan v, janardhan v. Understanding the radial force of stroke thrombectomy devices to minimize vessel wall injury: mechanical bench testing of the radial force generated by a novel braided thrombectomy assist device compared to laser-cut stent retrievers in simulated mca vessel diameters. Interv neurol. 2020 jan;8(2-6):206-214. Doi: 10.1159/000501080. Epub 2019 aug 5. Pmid: 32508903; pmcid: pmc7253859. Teng d, pannell js, rennert rc, li j, li ys, wong vw, chien s, khalessi aa. Endothelial trauma from mechanical thrombectomy in acute stroke: in vitro live-cell platform with animal validation. Stroke. 2015 apr;46(4):1099-106. Doi: 10.1161/strokeaha.114.007494. Epub 2015 feb 24. Pmid: 25712942. On 29-oct-2024, this file was reexamined, and the determination has been revised. The assessments of the mso and senior medical director has determined the embotrap iii device nor procedure caused or contributed to the event/death; however, the voice of the customer takes precedence. Based on the treating physician¿s statement, (¿the blood pressure in the entire cerebral vessel might have increased due to the manipulation of the devices (microcatheter, stent, aspiration catheter) during the thrombectomy, and this could cause the hemorrhage from the vessel even though at the opposite vessel which did not directly contact with the devices¿), the correlation between the event to the used embotrap iii device as a contributing factor cannot be ruled out entirely. Therefore, this event will be conservatively reported to the us FDA reporting under criteria 21 cfr 803 with a classification of ¿death.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.